Event description:
It was reported that on (B)(6) 2011, the patient presented to the hospital with difficulty breathing and cold sweat. St elevation was confirmed and x-ray revealed edema of the lungs. An acute myocardial infarction (mi) was suspected and angiography revealed 90% stenosis in the proximal left anterior descending artery (lad). A promus stent was implanted in the proximal lad. Forty minutes later, thrombosis was noted in the proximal lad. Ballooning was performed and another promus stent was implanted in the proximal to mid lad. On (B)(6) 2011, the patient experienced cold sweat. St elevation was confirmed and nitrol was given, however the st elevation persisted. Sub-acute thrombosis (sat) and cardiogenic shock were suspected. Angiography confirmed that the proximal lad was totally occluded. Ballooning was performed, improving the stenosis to 50%. On (B)(6) 2011, the intra aortic balloon pump (iabp) was removed, but the patient experienced rapid pulse and oxygen saturation decreased to 90%. Noninvasive positive-pressure ventilation (nppv) was started and breathing difficulty was alleviated. No creatine kinase (ck) elevation was noted, no EKG changes were observed, and it was assumed that sat was not occurring. Exacerbated heart failure was suspected. On (B)(6) 2011, the patient died of heart failure. The physician commented that it is unknown if there is any correlation between the stents deployed and the patient death. He also commented that the direct cause of the heart failure, which resulted in death, was probably due to anemia, as the patient was undergoing blood transfusion. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 12 mm promus mentioned is being filed under a separate manufacturer report number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effects of death, thrombosis, ventricular tachycardia (arrhythmias), heart failure and shock, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.